Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2013 after the use of the product.

Manufacturer narrative:
This is one event reported on the same patient involving two separate products and associated with mdrs # 1225714-2013-01759, 1225714-2013-01760.

Manufacturer narrative:
This is one of two device reports for this event. Associated MFR report numbers: 1225714-2013-01759 and 1225714-2013-01760.